Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/15/2020. H.6. Investigation: four 2000e-04 samples were received for investigation in opened packaging; two samples were from lot 20065108, one from lot 20075176 and one from lot 20075177. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each to a 50ml bd plastipak syringe from bd stock and flushing with fluid; one sample from lot 20065108 appeared to be occluded during first attempts to flush, however following the syringe plunger being pulled back no further occlusion was observed. No further occlusions were noted during testing of the remaining samples. A definitive root cause for the customer's experience could not be identified; as the samples were returned used, it was not possible to determine if dried fluid had solidified and blocked the piston of the component or whether a manufacturing defect had contributed to the temporary occlusion. A review of the production records for lots 20065108, 20075176, 20075177 and 20065107 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. CAPA#1998036 was initiated. H3 other text : see h.10.

Event description:
It was reported that smartsite needle-free connector was occluded. The following information was provided by the initial reporter: as requested from our discussion on the telephone, I have documented the batch numbers of the connectors that we are still having the same issue with. I have also included the lot number of the smartsite extension set which has the same problem.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smartsite needle-free connector was occluded. The following information was provided by the initial reporter: as requested from our discussion on the telephone, I have documented the batch numbers of the connectors that we are still having the same issue with. I have also included the lot number of the smartsite extension set which has the same problem.